Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch (ams). No intervention was performed. The patient was stable.